Event description:
The customer reported to olympus that the colonovideoscope showed no image. The device was returned to olympus for evaluation. During evaluation, foreign material was found in the air channel and water channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
During functional testing, the device relayed an image but interference was present. Functional testing also showed the bending angle for the right and down directions did not meet with specifications. Finally, the aspiration channel failed volume testing due to a blockage. During visual examination, the following issues were found: the light cover glass was stained; the light cover glass adhesive was worn; the optical cover glass was stained; the optical cover glass adhesive was worn; the distal end adhesive was lifting; and the bending section cover adhesive was lifting. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.